Event description:
The iab was inserted into the pt on 3/17/98 at 1:30 p.m. The iab was inserted 4 cm below the pt's aortic arch. Poor augmentation was noted and the iab was removed on 3/18/98 at 7:45 a.m. No second iab was inserted into the pt. The iab was not returned to datascope for evaluation. (Event complications: none from the event- reported 4/8/98.) (Pt's current status: discharged- rpt'd 4/8/98.)